Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module backup battery clip being broken was confirmed. The power module (serial number: (B)(6) was returned to service depot for evaluation. Visual inspection of the returned power module revealed that one of the tabs on the backup battery clip was broken. A new battery clip was installed in the power module. The power module was then functionally tested and passed all tests without issue. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 11dec2017. Heartmate ii instructions for use (IFU) section 3 "powering the system" and heartmate power module instructions for use (IFU) section 2 "setting up the power module (pm) prior to use" explain how to set up the power module for use, including how to connect the power module backup battery. The power module IFU instructs the user on how to routinely inspect, clean, and maintain the power module. Section 2, entitled ¿setting up the power module (pm) prior to use¿ informs the patient not to use a power module that appears damaged, and to obtain a replacement if needed. Heartmate ii IFU section 8 ¿equipment storage and care¿ describes how to care for and clean all equipment, including the power module. Section f, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate ii lvad equipment, including the power module. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that a loaner patient power module (ppm) arrived with a broken black clamp used to secure the internal back up battery, which was unable to be connected.